Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a loss of capture and a loss of sensing; exit block was noted. The physician elected to explant and replace the lead. The patient was in good condition before and post surgery.